Event description:
Consumer called to report getting high readings from their meter. Compared to a lab reading. Analysis run on clark error grid using lab reading (98) as ref. Point va. Bd readings of 353 yielded data points in the c zone of the grid, outside of acceptable limits.